Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information : intra-operatively in robot-assisted laparoscopic right partial nephrectomy. Called rep into room who stated seal must be bad. The current status of the patient :discharged

Manufacturer narrative:
Additional information post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the dissector balloon, trocar balloon and lock collar appeared intact. The inflation syringe was not received. The insufflation bulb was received. The obturator was received. Pmv performed functional testing: the dissector balloon was inflated, no leaks detected. The trocar balloon was inflated no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the device¿s balloon would not maintain seal as surgeon attempted to inflate it. No further details provided. There was no patient injury.